Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the doctor was repairing the rotator cuff, the initiator was passed, and when he started to affix it broke on the device tip. The surgery was completed without further news. No patient injury was reported.